Event description:
Needle breakage. Customer reports that needle tip broke during laproscopic hernia repair. There are no reported adverse consequences to the pt related to this incident. Note: outcome to pt does not denote adverse event. MDR regulation of 7/31/96 requires reporting of incident once medical device family initially reported assuming incident could recur.